Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 13th april 2010 and performed to specification up to the 26th july 2015. The pad-pak was removed from the device on eight occasions, totalling over 4 years without a pad-pak installed. Between the 30th july 2015 and the final history log entry on the 13th october 2015 the device recorded multiple manual power ons, mainly of 10 minutes duration. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs may suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.